Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was having the system replaced to have an MRI compatible system and there was no harm or symptoms related to the lead being left inside the patient's body. No additional surgery or procedure is scheduled to be done in the future to remove the component. The issue was reported as being resolved and no further action is needed.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va22hw9. Implanted: (B)(6) 2019. Explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that lead was being removed and it was "breaking" as the surgeon was trying to remove it and wanted to know criteria for safe MRI scanning with fragment. Agent reviewed this information. Caller then had to get back to the case. No further information collected.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name tbd; product ID 3889 (serial: unknown); product type: 0200-lead; implant date ; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.